Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. Product ID 3057, product type: screening device. Product ID 3057, product type: screening device.

Event description:
A trial patient reported the leads came out. The patient stated that both the left and right leads had come out. The patient was getting the ¿setting not available, contact your clinician¿ message. It was noted trouble shooting was attempted. It was unknown if the issue was resolved at the time of the report. It was noted the trial began the on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device.

Event description:
A trial patient reported leads had come out of her body; the patient noted they were pulled out. It was noted that trouble shooting was not possible as both sides stated, ¿desired setting not available¿. The patient had called the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.